Manufacturer narrative:
As the qc recovery was within range, there was no indication for a performance issue of reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received a questionable troponin t hs stat result for one patient from the cobas 6000 e601 module. The initial result was 365.7 ng/l and was reported outside of the laboratory. The physician questioned the initial result and asked for a new sample to be drawn from the patient. The result from the new sample was approximately 22 ng/l. The first sample was then repeated and the result was 21.97 ng/l. The reagent lot number was 41679701 with an expiration date of (B)(6) 2020.